Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump was working properly. There was no known cause of the reported issue, and no further action will be taken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was set for infusion by anesthesia. Medication (fentanyl 2 micrograms per milliliter, ropivacaine 0.2% ns epidural community cadd 100 ml) was administered. However, the medication bag was not spiked, and the administration set was locked on the pump (ref: 21-7324-24, lot: 6053855). The unit was set to run at a continuous rate of 8 ml per hour, with a 1-hour limit of 20 ml. The patient complained of pain and used the pendant to request a bolus. The unit ran for some time, and when anesthesia attempted to bolus the patient with medication, the unit never alarmed during this period, according to the nursing staff. A request was made to have the unit evaluated for proper function and to review any logs for programming. There was patient involvement, but no patient harm reported.